Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 08-aug-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 50mg/ml morphine at an unknown dose, and saline at an unknown dose and con centration via an implantable infusion pump for spinal pain. It was reported that the patient got hit by a door knob, which caused a leak. The patient reported they could "feel" the drug going into their body. The catheter was spliced to replace the area where the leak occurred. A dye study was done and it confirmed the leak. No further complications were reported.